Event description:
Customer reportedly obtained results of 43 mg/dl and 83 mg/dl on the compact plus system within 10 minutes. Customer was incoherent when these results were obtained and given juice with sugar by a relative. No medical attention received or sought. Requested return of suspect system and replacement was sent.